Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu2393 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the proximal end of peelable sheath (greay-white part) in seldinger was uneven, making it impossible to enter the blood vessel.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed and appears to have been caused during use. The product returned for evaluation was 5.0fr microintroducer/dilator/sheath. The sheath had not been peeled and was still attached to the dilator. Red residual material was seen within the lumen of the dilator and between the dilator and the sheath. Tactile evaluation of the sample revealed that the dilator shaft was bowed. The distal end of the sheath appeared jagged. Microscopic examination of the device revealed that the distal end of the sheath contained two points of deformation where the edge of the sheath was rolled under itself. The transition between the distal end of the sheath and the dilator shaft appeared smooth and unremarkable around the rest of the circumference of the sheath. The distal end of the dilator appeared slightly scuffed. This type of damage can occur if the microintroducer/dilator/sheath is advanced against resistance through tough tissue. The IFU states, ¿simultaneously advance the sheath and dilator with rotational motion to help prevent sheath damage.¿ and ¿if necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the proximal end of peelable sheath (gray-white part) in seldinger was uneven, making it impossible to enter the blood vessel.